Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant would flick out of 2d mode back to standby alone mode with red crosses for the radiation and movement. No patient was present at the time of event.

Event description:
Additional information stating that replaced the charger enclosure. During firmware upload found card #1 and 4 failed to upload the firmware. Reseated the cards and tried different card in the slots, unable to upload firmware. Power tray was replaced over a week ago, potential fault with charger card enclosure.

Manufacturer narrative:
(H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #: unknown g02003 applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "System going into stand alone." Visual inspection confirmed dust buildup and leaky capacitors. It was cleaned and installed in imaging system. The system did not initialized. The generator did not ready. Dash software confirm charger cards 0, 1, 2, and 3 failed. Unable to charge. Returned date: 2025-09-22 MDR codes: b01, c02, d02. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "system was going into stand alone." Rearcab passed continuity testing, all connections showed normal wear and are good and secure. No fault found". Returned date: 2025-09-23 MDR codes: b01, c19, d14. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "System going into stand alone." Visual inspection confirmed dust build up on charger cards and on the fans. It was cleaned and installed in imaging system. Charger enclosure passed. All test spec parameters within range and dash software confirmed all charger nodes were charging as expected. Returned date: 2025-09-22 MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000175, serial/lot #:(B)(6), product ID:bi71000424, serial/lot #:(B)(6), product ID:bi71000175, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The cable passed visual inspection and was installed onto test system. Upon power-up, the system remained stuck in standalone mode and failed to fully boot. MDR codes: b01, c02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) is: product ID:bi71000167, serial/lot #:633 rev. 9, ubd: , UDI#:, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000424, serial/lot #: , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and received the logs and analyzing the information with senior engineer. Power tray was replaced, potential fault with charger card enclosure. Replaced the charger enclosure. During firmware upload found card failed to upload the firmware. Reseated the cards and tried different card in the slots, unable to upload firmware. The part was found dob (date of birth) and had to order another charger enclosure and wait for arrival. New charge enclosure received and installed. Done firmware upgrade and tested system, unable to replicate the problem. Reported by the customer that the problem occurred. Replaced interconnect cable and rear plate. Tested the system and unable to replicate the problem. Visited site and system was in use in a case with no problems reported. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.